Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon burned over a staple line and device briefly ignited with a lot of smoke but there was no alarm/error message/tone from ft10 generator. Surgeon removed the device and they saw the char marks on side of the jaws but surgeon did not want to change out the device so they kept going and finished the case. There was no patient injury.